Event description:
It was reported that the patient presented for follow up with noise exhibited by the atrial lead. No programming changes were made, and the lead will continue to be monitored. The patient was in stable condition.